Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation results: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
During baxter's review of the event history, failure code 814:04 was caused by a defective ail pcb (air in line printed circuit board). The air detected set alarm interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.